Event description:
New information received notes that the patient was stable before, during, and after surgery.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that the patient presented for a generator change out procedure. Upon review, the atrial lead exhibited over-sensing. The lead was capped and replaced during the procedure on (B)(6) 2020. Further information was not available.